Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector and service code 204-belt/monitor unusable) has been confirmed. Upon evaluation of the electrode belt, the trunk connector knit lines and connector pins were damaged, as a result, the electrode belt was unable to connect to a monitor. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable) and the electrode belt was damaged.